Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, since the phenomenon was not reproduced during inspection, it is likely that it was caused by a temporary poor contact of the connectors. This temporary contact failure is likely caused by dust or water droplets remaining attached to the electrical contacts of the connectors. In addition, the failure of the socket was confirmed by inspection, which may have contributed to the poor scope connection / contact. The following descriptions are found within the instructions for use in section '4.4 connection of an endoscope', which may have prevented the phenomenon: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts is completely dry and foreign objects such as detergent remnants, hard water reside, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were not confirmed. The unit was tested with a video processor and multiple scopes; the video image functioned normally and no errors were generated during testing. This MDR is being submitted as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that a "b30" error was generated with multiple scopes when using the olympus, clv-190. In addition it was reported the image was "red/white fuzzy." The problem, as reported to olympus, was found during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.